Manufacturer narrative:
No device was returned to olympus for evaluation. The cause of the reported event could not be determined. The instruction manual unpacking and initial inspection section states, ¿upon receipt, examine the instrument and accessories for damage. Do not use a damaged product.¿

Event description:
Olympus was informed that the sterility of the device was compromised. During preparation for use, it was found that the package of the falope ring bands were not sealed. A total of four devices were compromised. The devices were not used. There was no patient involvement. This is report 2 of 4.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to update sections. The device was returned to olympus for evaluation. The evaluation confirmed the reported sterile breach. Visual inspection of the device revealed the top right corner of the tyvek lid was not sealed to the tray. The loose part of the lid showed evidence of discoloration. The rest of the lid was sealed properly.